Event description:
Approximately seven months post hvad implantation, this patient reported battery switching. The battery was replaced and has been returned to the manufacturer for evaluation. There was no reported injury to the patient.

Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. Battery has being received and is awaiting further analysis. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed; log file analysis did not reveal any premature switching events. Analysis of the device revealed that the device met specifications; the battery passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to a communication error between the batteries and the controller. The most likely root cause of the reported event is a communication error between the batteries and controller. No additional information will be forthcoming.